Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced discomfort as the implantable pulse generator (ipg) was implanted at an angle. The patient was also having difficulty charging the ipg. The physician decided to replace the ipg, and the patient was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced discomfort as the implantable pulse generator (ipg) was implanted at an angle. The patient was also having difficulty charging the ipg. The physician decided to replace the ipg, and the patient was doing well postoperatively.

Event description:
It was reported that the patient experienced discomfort as the implantable pulse generator (ipg) was implanted at an angle. The patient was also having difficulty charging the ipg. The physician decided to replace the ipg, and the patient was doing well postoperatively.